Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump would continually lose prime during a 24 hour duration test. The pump¿s force sensor failed a calibration check. Further investigation showed that the force sensor resistance was high. When the pump was opened there was evidence of contamination inside the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that there was a force sensor failure and contamination was present. This report is made based on results of investigation completed on (B)(6) 2015.